Event description:
It was reported that the insulin pump had no power. The blood glucose reading at the time of the call was 125 mg/dl. Troubleshooting was performed. The mother stated that the battery was changed several times. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of a faulty component in the interface board. Further testing was not performed due to the blank display.